Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating migration was confirmed via imaging.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000149813.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead, upon further investigation the lead had migrated. Surgical intervention took place where the lead was explanted and it was attempted to replace the lead, after over an hour of trying and were unable to advance the new lead, and the patient was left with one lead at t9. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.